Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain and failed back surgery syndrome reported via the manufacturer's representative (rep) there was swelling in the area of the implantable neurostimulator (ins), but there was no redness, seepage, etc. The healthcare provider (hcp) called the rep on (B)(6) and noted an ultrasound showed a hematoma around the ins so they were considering aspirating around the ins, and wanted to know what the manufacturer thought of that. It was noted that prior to (B)(6) the rep met with the consumer twice since (B)(6) for reprogramming and was never made aware of any issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient was doing fine. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.